Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 at 8:30 am with blood glucose of above 800 mg/dl. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. The customer performed high pressure test and found that the insulin pump did not alarm with no delivery. The customer had trouble getting blood glucose level down all week and customer called emergency service. The customer performed self test and it did pass. The customer declined troubleshooting for high blood glucose as the customer reported it was due to bent cannula. The insulin pump will be returned for analysis.